Event description:
It was reported that there was a flash around or near the ventilator and it had stopped working. The nurse stated she had to press the reset button several times to restart the ventilator. The ventilator continued to function until the rt arrived and changed out the ventilator. No patient harm reported. It is unknown if the ventilator alarmed when the reported problem occurred.